Manufacturer narrative:
E1 - first name, e1 - last name, h6: updated. The suspected pump was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.

Event description:
It was reported that the pump exhibited occlusion alarms. The patient was admitted to the hospital due to the pump not infusing. The patient was admitted for acute hypoxic respiratory failure and the underwent a site and cassette change, after which remodulin infusion was delivered successfully.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.